Event description:
The port broke and migrated to the right atrium. Spoke to radiologist. The port was placed in 2004. The pt came in for treatment and they had problems injecting. The pt felt pain in the shoulder. Pt was sent for dye study and they found that the catheter had broken and migrated to the right atrium. About 6 inches of catheter was removed through the groin.